Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the batteries only lasting for a couple of days and time and also had low battery to replace battery for less than 10 hours. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.